Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass it took longer than expected to rewarm the pt. After 60 minutes of rewarming, the pt was weaned from cpb. There were no issues with gas transfer. The pt was weaned from cpb without issue and the case was completed successfully. There was a 15-20 minute delay to complete the surgical procedure, and the pt remained on cpb for longer than expected or required hemodynamically. There was no harm observed nor reported. No known impact or consequence to pt. Product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).